Event description:
Same case as 2134265-2014-06413 and 2134265-2014-06414. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified target vessel. During percutaneous coronary intervention (pci) procedure, the physician tried to perform automatic pullback however; pullback failed during first attempt. Reconnection was performed for several times but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a kink in the telescope assembly at 71.9 cm from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter is within specification. A good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-06413 and 2134265-2014-06414. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified target vessel. During percutaneous coronary intervention (pci) procedure, the physician tried to perform automatic pullback however; pullback failed during first attempt. Reconnection was performed for several times but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).